Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy rash under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient was prescribed hydrocortisone cream for a prior skin irritation. The patient confirmed that she was not prescribed any new medication for this new irritation under the front therapy pad. The patient also reported that her physician advised her to use a gauze under the garment to help absorb moisture to prevent more skin irritations. Follow up indicated that the skin irritation improved.